Event description:
Reporter alleged obtaining discrepant blood glucose results of 208 mg/dl back to back with a result of 96 mg/dl when testing was performed within 5 minutes on the advantage system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.